Event description:
It was reported that the ventilator would not cycle while connected to the pt. It is unk if the ventilator alarmed when the reported problem occurred. The pt was placed on their back-up ventilator. No pt harm reported.